Event description:
On (B)(6) 2013, it was reported that the patient has had multiple infusion sets leaking at the infusion site since (B)(6). He stated that he first notices the self-adhesive getting wet with insulin and he can smell the insulin. He stated that he has experienced elevated blood glucose levels as high as 450 mg/dl as a result. His normal range is 80-120 mg/dl. He has self-treated with insulin injections. He has experienced upset stomach, blurred vision, dry mouth, headache, and dizziness. The infusion sets were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product was returned.